Event description:
Device 2 of 2. Reference MFR report #: 1627487-2012-00164. It was reported the pt ((B)(6)) is experiencing a sensation at the ipg pocket. Surgical intervention will be undertaken at a later date to address this issue.

Manufacturer narrative:
This device is not marketed/approved in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.